Manufacturer narrative:
Correction to d9 for information inadvertently selected in previous report. This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. The investigation also found that the main lamp does not light based on the results of the investigation, it is likely the following led to the malfunction: the inspection by the repair department confirms that the standby switch on the front panel does not work and main lamp does not light due to a failure of the igniter unit. Therefore, it is presumed that the standby switch on the front panel does not work or the main lamp does not light because the proper power is not supplied due to the faulty igniter unit. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the xenon light source front panel switches not functioning. The issue occurred during preparation before use in a therapeutic lap chole procedure that was completed using a similar device. There were no reports of patient or user harm associated with this event.